Event description:
Patient described feeling a shock sensation through the muscle stimulator electrodes.

Manufacturer narrative:
Previously investigated. Known potential shock and potential burn due to transient over-voltage within the circuitry causing components to fail and potentially shock or burn the patient. En30464 and 30494 implemented preventive software.